Manufacturer narrative:
The device was returned in a manner unsuitable for investigation.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the patient's mouth, the implant did not achieve primary stability in type iii bone. The clinician reported the bone size did not correspond with the implant size. There were no reported patient complications.